Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that they were doing the 6-month preventive maintenance on, and they got to the fluid delivery line (fdl) inlet pressure test section in chapter four, they said none of their fluid delivery line (fdl) valves were getting -7.0 psi. Explained that was indicative of a worn circulation pump and they should perform a calibration to see if it passes but they should also check the history to see if the 2000-hour preventive maintenance was due and if it was, they should perform that. Per sample evaluation results on 26jun2024, it was reported that the left middle nut plate was spun out from the outer shell and noted device was not cooling. Replacement of the tank seals due to lifting from the tank. Mixing pump motor was replaced due to the power connector being found broken free and pushed into the motor housing. Circulation pump motor was replaced due to bearing noise. The flowmeter was replaced due to low readings through the calibration test unit (ctu) discovered while post testing.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump motor. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. UDI format updated with available product information per gudid as requested. Corrections: d, g, h, e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that they were doing the 6-month preventive maintenance on, and they got to the fluid delivery line (fdl) inlet pressure test section in chapter four, they said none of their fluid delivery line (fdl) valves were getting -7.0 psi. Explained that was indicative of a worn circulation pump and they should perform a calibration to see if it passes but they should also check the history to see if the 2000-hour preventive maintenance was due and if it was, they should perform that. Per sample evaluation results on 26jun2024, it was reported that the left middle nut plate was spun out from the outer shell and noted device was not cooling. Replacement of the tank seals due to lifting from the tank. Mixing pump motor was replaced due to the power connector being found broken free and pushed into the motor housing. Circulation pump motor was replaced due to bearing noise. The flowmeter was replaced due to low readings through the calibration test unit (ctu) discovered while post testing.